Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that about 2 months ago, she had some kind of battery issue with the battery not lasting or making a good connection. Customer stated that her blood glucose would be 300-400 mg/dl. Customer also noticed corrosion on the pump that was kind of yellowish. Customer stated that the battery cap was not damaged. Customer was doing a bolus and the alarm came up. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. The pump was received unit with a corroded battery tube. No button error alarms were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had a broken belt clip slot, a cracked lcd window, a stained end cap sticker, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.